Manufacturer narrative:
D4: UDI number not required for this product code. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found no anomalies in the appearance. Another visual inspection, after the actual device having been fixed with glutaraldehyde solution, found white thrombus had formed. The housing and filter components were removed. The outer and inner surfaces of the filter were subjected to visual inspection. White thrombus was found to have formed on both sides of the filter. The oxygenator module was subjected to visual inspection. White thrombus was found to have formed on the surface of the fiber. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 2mm and each layer was subjected to visual inspection. No visible clot formation was found. The heat exchanger module, with the outer cylinder having removed, was inspected with the unaided eye and under magnification. White thrombus was found to have formed on and inside. Magnifying inspection of the filter taken out of the oxygenator module revealed the formation of white thrombus on the surfaces of the both sides. There was no anomalies in the diameter of the filter mesh. The fiber layers removed from the oxygenator module were inspected under magnification. The formation of white thrombus was found. Electron microscopic inspection of the inside and outside surfaces of the filter revealed agglutinated blood platelets and the formation of fibrin net. Electron microscopic inspection of the fiber on each layer on the upper side of the fiber winding revealed agglutinated blood platelets and the formation of fibrin net. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other complaints of this nature with the product code/lot number combination. There is no evidence this event was related to a device defect of malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely the reported increase in the pressure occurred due to the thrombus formed inside the device due to some factor(s). The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: adequate heparinization of the blood is required to prevent it from clotting. Do not reduce heparin during circulation. Otherwise, blood clotting might occur. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pressure increase in the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: the case was an avr operation; the oxygenator pressure was already as high as 390 mm immediately after the initiation of the operation; after a while, with no decrease seen in the pressure the flow rate of the centrifugal pump started to drop from the initial total flow; twenty minutes later the actual device was changed out; act: 430 seconds; the amount of blood loss was unknown; and the patient was not harmed.